Event description:
The pt received the scs system on (B)(6) 2006. It was reported the pt was without stimulation. A full diagnostic of parameters read invalid impedance values on all contacts. During the revision procedure, the leads had valid impedance values when tested alone. The extension was, therefore, replaced. The pt reported good coverage post-operative. No further pt complications were reported.

Manufacturer narrative:
Eval results: the returned product showed all the wires were broken in the extension header. The broken wires were consistent with an overstress condition the wire lead was subjected to while implanted. As received, all the wires in the extension header were broken. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.